Event description:
During a deep anterior rectum procedure, the device fired malformed staples because the wrong reload was used on thick tissue. The procedure was completed with a like device. There was no adverse consequence to the pt.